Event description:
The patient had a slic screw implanted in (B)(6) 2014 and the screw separated at the joint post operatively in (B)(6) 2014. The screw was explanted in the (B)(6) 2014. The scaphoid section of the screw was removed with no issues. However, the lunate section could not be removed by standard methods and ended up being pushed out of the far cortex of the bone.